Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, with glucose readings near 50 mg/dl during day and night and a perception that the device delivered more insulin than expected overnight; the device displayed no malfunction alerts, responded to cgm trends by suspending delivery during falling and low glucose, and resumed delivery only after glucose recovered, while meal announcements had become absent despite prior use. Symptoms included low blood glucose. Outcomes included self-managed events without medical intervention or hospitalization. Investigation included review of cgm data, alert history, delivery requests, audio settings, and historical meal announcement logs. Investigation of this case revealed that device performance and alerts were functioning as designed, cgm connectivity gaps contributed to hyperglycemia periods, and therapy adaptation and later corrections were consistent with reduced meal announcements and use of a higher glucose target. It was concluded that the device did not malfunction and that hypoglycemia was associated with therapy adaptation and user behavior, including not announcing carbohydrate-containing meals and potential late corrections, for which education and a factory reset with retraining and use of the usual target were recommended.